Manufacturer narrative:
The device sent in for the lvp door latch recall was found not affected by the recall, however multiple issues unrelated to the lvp door latch recall were observed with the returned device and were replaced. There was no issue observed with the latch assembly. The proximate cause identified by service was due to a maintenance issue. The logic/control board was identified as faulty (no channel ID rt). The proximate cause identified by service was due to an electrical failure. The proximate cause for items 3 through 6 was identified by service as due to wear the door assembly was cracked. The ail sensor was loose. The rear case was cracked. The bezel assembly was cracked.

Event description:
Pump module component damage was reported.

Manufacturer narrative:
The lvp door latch recall and subsequent repairs were performed by service during the service recall process. A review of the device history record was performed from which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Multiple issues unrelated to the lvp door latch recall were observed with the returned device and were replaced. The proximate cause identified by service was due to a maintenance issue. The logic/control board was identified as faulty. The proximate cause identified by service was due to an electrical failure. The proximate cause for items 3 through 6 was identified by service as due to wear. There was no reported patient involvement. This device is used for therapeutic purposes.